Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 150 mg/dl. The customer reported that all of the buttons were not responding. Customer stated that numbers were ramping on their own. Customer stated that the scroll bar was not moving with no input. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent buttons during testing due to corroded electronic assembly. No ramping numbers noted. Unable to perform displacement test due to intermittent button response.